Manufacturer narrative:
H3: the optetrak logic device information is not provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant medical products: femoral component reference number 02-010-06-0210. Tibial polyethylene insert reference number 02-012-65-1009. Tibial tray reference number 02-012-45-1020.

Event description:
It was reported post-operative via clinical study that the 55 yo black female patient underwent revision surgery due to "stiffness of the left knee." The date of event onset is unknown. The patient¿s outcome was last known as continuing. The case report form indicates this event is definitely not related to device and possibly related to procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: a, b, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reported event due to stiffness cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices remain implanted and were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.